Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
Abbott laboratories received a vigilance report sent by the account to the competent authority in (B)(6). The vigilance report stated that the account performed a retrospective review of results and discovered a (B)(6) prism hcv result on a donor. On (B)(6) 2015 a donor tested prism hcv (B)(6) and nat system (B)(6). On (B)(6) 2016 the donor ((B)(6)) tested roche cobas anti-hcv (B)(6). Additional testing was performed at another facility: (B)(6), architect anti-hcv (B)(6), and immunoblot ns3 (B)(6). During retrospective investigation performed by the customer on march 9, 2016 archived (B)(6) from the affected blood donor was thawed and retested on roche cobas generating a (B)(6). The sample was sent to another facility for confirmatory testing. Hcv core ag and immunoblot testing was (B)(6). Repeat architect (B)(6) testing was (B)(6) 2016. From the donation in (B)(6) 2015, erythrocytes were the only component provided for transfusion. No information was provided regarding actual transfusion. No adverse impact to a recipient of the blood donation was reported.

Manufacturer narrative:
The non-reactive prism (B)(6) results for samples of a donor were discrepant to roche cobas, but further supplemental testing were (B)(6), and for sample (B)(6) one of the antibody tests (immunoblot) was questionable. None of the tested supplemental (B)(6) antibody tests gave (B)(6) results. There is no evidence for the presence of antibodies to (B)(6). Historical complaint searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. A review of labeling concluded that the issue is sufficiently addressed in the labeling. A retained kit of prism (B)(6), list number 6a52-48, lot number 55289li00, was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. Analytical and clinical sensitivity testing was performed. Results were in the typical range and no false reactive or negative results were obtained. Based on the results, it was shown that the sensitivity performance is not adversely affected. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred.

Manufacturer narrative:
Upon further review on 06 june 2017, it was discovered that the previous follow-up report was submitted in error. No malfunction of the device was identified. The (B)(6) prism hcv results for samples of a donor were (B)(6) to roche cobas, but further supplemental testing were (B)(6). None of the tested supplemental (B)(6) antibody tests gave (B)(6) results. There is no evidence for the presence of antibodies to (B)(6). Therefore, the conclusion code was corrected back to (B)(6).